Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device only lasted five years due to premature battery depletion. It was also reported that the patient received quite a bit of atrial pacing during atrial fibrillation due to under sensing. The device was scheduled to be replaced. No patient complications have been reported as a result of this event.